Event description:
On (B)(6) 2009, a company representative reported that the patient experienced issues with infusion sets falling off of his body due to his active lifestyle. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.